Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect and no external power alarms were unable to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis and no log files were submitted for review. Multiple good faith effort attempts were made requesting the cause of the alarms, if any product will be returning, and if the alarms were resolved; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU), rev. C, section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook, rev. C, section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced 'power cable disconnect' and 'no external power' alarms upon manipulation of equipment. The primary system controller, as well as battery clips, were replaced due to being dirty and not cared for. Former backup controller and newly issued battery clips demonstrated appropriate function.